Event description:
During an acl repair the threads disintegrated. The surgeon drilled an 8mm tunnel and used a soft tissue graft. A 20mm endobutton was used on the femoral side. The surgeon attempted to insert the screw and it would not go in. He tried this a couple of times, while repositioning the graft and noticed that the distal threads of the screw disintegrated turning to dust. The case was completed with a linvatec bioabsorbable screw. A ten min delay resulted. No pt injury or complications took place. The sales rep confirmed that the surgeon did not use a starter prior to insertion of the screw.

Manufacturer narrative:
Device is not being returned, therefore, no evaluation could be performed.